Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly and interface pcb assembly to resolve the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had displayed a blank screen. This is indicative of a lock up condition. The customer advised physio that the device would not power off when prompted during the reported event. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio further evaluated the removed system pcb assembly in a test device and observed normal function. However, physio observed dried water residue on multiple components. The moisture was likely present during previous testing resulting in shorted components and is the likely cause of the reported issue. The removed user interface pcb assembly was evaluated and it was determined it did not contribute to the reported issue.

Event description:
The customer contacted physio-control to report that their device had displayed a blank screen. This is indicative of a lock up condition. The customer advised physio that the device would not power off when prompted during the reported event. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.